Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that these were repeat issues. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be re-opened for investigation.

Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the warranty seal was compromised. A functional evaluation revealed that the device passed the weight test. Normal residue was noted. The pressurization process and sound is slightly longer than normal. The unit also "clicks" periodically. The piston migration was at 1.91 inches. The complaint of an oil leak was confirmed and the root cause has been associated with a seal failure. The reported failure of a long operational sound was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that there was an oil leak malfunction with the spider tenet positioner; the operation sound is too long. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.